Event description:
The customer reported via the sales rep that the product would not lock onto the introducer. It is further reported that an alternative introducer was used, however, the stem would not lock onto the introducer. It was used the another stem was opened and would lock onto the introducer and implanted. There are no adverse consequences.

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.